Event description:
This complaint is now reportable based on the analysis completed on 11/22/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x24 mm taxus express2 drug eluting stent was observed to have very slight doggoning and the stent balloon did not inflate. The lesion was not predilated. The 70% stenosed lesion being treated was located in the non-calcified, non-tortuous right coronary artery (rca). The physician removed entire stent system, at which time the patient had an irregular heart beat (unk if this was treated or resolved on its own). The procedure was successfully completed using another taxus express2 stent. No patient complications were reported. Patient status reported as "ok". Analysis of the returned product identified stent damage.

Manufacturer narrative:
H6 - the root cause of the reported complaint cannot be conclusively determined. The device was returned with the guidewire inserted in the taxus device and the taxus device was inserted in the guide catheter. The proximal end of the stent was caught in the guide catheter. Following detailed device analysis proximal stent damage was found. Some of the struts were severly misaligned and twisted. The complaint indicates that the stent was dog boned in shape during inflation and that only the proximal and distal ends opened out. However an examination of the stent found no signs of deployment at its distal end. A detailed microscopic examination of the balloon could not identify any signs of a puncture hole in the balloon. Attempts to inflate the balloon in order to test for leaks failed. The problems experienced during our attempts to inflate the balloon are consistent with the large build up of solidified blood inside the balloon and inflation lumen.